Manufacturer narrative:
Additional information was received that the reason for the explant procedure was that the patient was not using the system anymore.

Event description:
A report was received that the patient will undergo an explant for an unknown reason.

Manufacturer narrative:
UDI= (B)(4). Additional suspect medical device components involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. Model #: sc-4316, lot #: 14973262, description: next generation anchor kit-sterile.

Event description:
A report was received that the patient will undergo an explant for an unknown reason.